Event description:
It was reported that within a day of implant the right atrial (ra) lead dislodged. The lead was repositioned. Nineteen days later it was discovered that the ra lead had dislodged again. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6985m implantable tachy lead 2013-(B)(6). (B)(4).